Event description:
It was reported that the power sources were switching from one port to the other earlier than expected. The batteries and controller were exchanged. There was no effect on the patient as a result of the event. This is report 3 of 3.

Manufacturer narrative:
The controller passes visual and functional testing. System testing did not indicate any abnormal operation of the controller. Review of the data log files graphically reveals instances of premature switching before the 25% threshold. However the reported event could not be duplicated at bench level. The controller performed as expected. Interoperability problem. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-00780, 00781 and 00782) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. On april 30, 2014, a field safety notice ((B)(4) 2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is three of three reports (3007042319-2015-00780, 3007042319-2015-00781 and 3007042319-2015-00782) submitted for devices related to the same event.